Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4) device is not available for return.

Event description:
As reported on (B)(6) 2016 by angiodynamics territory manager os, " skin burn in the area where one of the rfa pads was placed. Burn is on the inner thigh (anterior) 5" long towards the patient's knee and 2" wide lateral to medial."

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of pad burns could not be confirmed because no sample or photographic evidence was provided. Angiodynamics' supplier of the thermo pads was notified of this event via (B)(4). As the sample was not returned and the lot number was not provided by the user, the supplier was unable to provide a device evaluation or device history review. As stated in the IFU, there is a risk of pad burns when using any electrosurgical device. With a monopolar device this risk will always exist. Although the complaint cannot be confirmed, the most likely cause to this complaint is due to pad burns being an anticipated procedural risk. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).